Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the keypad buttons are sticking and sometimes require several attempts obtain a response. A family member confirmed that there is no physical damage to the rubber keypad; the pump is not exposed to water or cleaning products; and the pt wears the pump with a clip.